Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify e70 alarm due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error and motor error. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that drive support cap appears loose. Customer was unable to clear the alarm and unable to complete rewind. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.